Event description:
Unexpected return received. Note on bag: "pinhole in tubing. Discovered when puddle of tpn on floor, flushed with syringe, I have the section looped off." No patient harm reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The customer¿s report of set leaked was confirmed. During visual inspection of the set, it was noted that the pvc tubing had a slice cut 34 ½ inches away from the distal male luer. The slice cut was measured to be 0.0460 inches long. Functional and pressure testing was performed and leaking was observed from the slice cut in the pvc tubing. The root cause of the reported leak was identified as being caused by damage on the pvc tubing. The slice cut is consistent with tubing stuck on a bed rail, damage of a box cutter, or a sharp object being used to open the packaging.